Event description:
The customer reported that insulin was leaking past the o-rings from the reservoir into the reservoir compartment. The customer was experiencing high blood glucose of 450 mg/dl. Advised the customer to discontinue using the reservoir and a replacement will be sent. No further info was provided.

Manufacturer narrative:
Inspected one opened and used reservoir and performed a manual prime and high-pressure tests per specification, the reservoir passed. No leakage or occluded anomalies were observed during testing. Checked o-rings for defects and none were found, the reservoir connected and locked properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.